Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus calibration issue. The stylus was able to be calibrated by the technician. As a preventative measure the touchscreen connector was cleaned, reseated, the parameters were reset, and calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate. The user attempted to re-calibrate the programmer and to use a different stylus without success. The programmer was returned for service. No patient complications have been reported as a result of this event.